Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not firing when it is supposed to. Boston scientific technical services (ts) discussed about programming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.